Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, the reported drop in pump flow could not be confirmed. Although a specific cause for this decrease could not be conclusively determined through this investigation, it was reported that the drop in flow was related to obstructive, infectious vegetations. The research article ¿the magentum 2 study: long-term analysis of complete withdrawal of anticoagulation therapy with the heartmate 3 left ventricular assist device (lvad)¿ was received. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that changes in patient conditions can result in low flow. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides the suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through a research article for a trial of vitamin k antagonist (vka) withdrawal in heartmate 3 patients, that heartmate 3 may be associated with driveline and pump pocket infection. 11 stable heartmate 3 patients who did not suffer from a hemocompatibility event at 6 months post-implant were enrolled in the study. The patients were transitioned to monotherapy with aspirin. The primary endpoint was survival, free of pump thrombosis, ischemic stroke, and major bleeding at 6 months after vka withdrawal. One patient with a recurrent driveline infection had sudden drop in pump flow after 319 days. Outflow graft twist was initially suspected, but perioperatively deep pump pocket infection was observed. Inspection of the pump revealed obstructive streptococcus vegetations, corroborated by histology and microbiology. The pump was exchanged, vka was resumed, and the patient later underwent an uneventful heart transplant. All patients met the primary endpoint for success with a median follow-up of 551 days. No mortality or hemocompatibility related adverse events occurred.

Manufacturer narrative:
A1-a4: patient information was documented as unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.